Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4)that during a reverse augmented procedure, the angled reamer sleeve, ar-9597-20, bound and was not operating smoothly. A second instrument was opened up and used to complete the case. No additional time or any adverse event occurred.

Manufacturer narrative:
Additional information. Complaint is confirmed. Functional testing was performed on the returned ar-9597-20 and found that the ar-9676 angled reamer shaft gets stuck inside the device and cannot be moved freely. Visual evaluation noted signs of wear on the device. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photo.